Event description:
It was reported that vt alarms were not always being transmitted due to their deactivation when the monitor is shut off. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that vt alarms were not always being transmitted due to their deactivation when the monitor is shut off. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.